Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported system error on the 8015, where the device did not power down until the battery was removed, was not identified by bd tech support during the customer call. Tech support recommended replacing the logic board, and the unit was advised to be sent in for flat fee repair.

Event description:
It was reported that the 8015 had system error and did not power down until battery is removed. There was no patient involvement.